Event description:
It was reported to medtronic minimed that the customer noticed that the insulin pump was flashing the medtronic logo and sound continued, crack at the back side from the beginning of the pump, and pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. After battery installation unit gave a flashing white display with vibration and alarm present. No flashing medtronic logo noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing white display. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, corrosion was noted on internal battery and on lcd flex connector gold traces. Flashing white display was due to corroded electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unable to retrieve software version due to display anomaly and corrupted history files. Unit was also received with: serial number label missing, cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of flashing medtronic logo and absence of an alarm were not confirmed when unit powered on with flashing white display, with an audible alarm and functioning vibration. However, customer allegations of exposure to moisture were confirmed when unit powered on with flashing white display due to corroded electronic assembly. Isolate to electronic assembly. Additionally, customer concerns with cosmetic damage were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.